Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that the axium coil detached prematurely within the microcatheter. It was noted that the axium coil and all accessory devices were prepared as indicated in the instructions for use. The coil was removed and replaced to continue the procedure. No patient information was reported.

Manufacturer narrative:
H3: product analysis as found condition: the axium pusher was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened axium prime inner pouch and without its dispenser coil or introducer sheath. The echelon-10 micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. The pusher was found kinked at the positive load indicator. The coin was found still against the lumen stop. The coin was found undamaged. The shield coil was found undamaged. The implant coil was already detached and not returned for analysis. Customer reported the implant coil detached within the micro catheter. The retainer ring was found undamaged. Testing/analysis: the shield coil was removed, and the release wire was found extending out of the pusher ~0.003¿, which is within specification (specification: 0.002¿ - 0.005¿). The coin was measured to be ~0.081mm @ 0.063mm, ~0.094mm @ 0.0127mm, and ~0.096mm @ 0.0275mm; which is within specification (specification: 0.063mm ¿ 0.089mm @ 0.063mm; 0.075mm ¿ 0.0105mm @ 0.0127mm; and 0.086mm ¿ 0.0108 @ 0.0275mm) no other anomalies were observed. The inner diameter of the retainer ring could not be reliably measured. Conclusion: based on the analysis performed, the customer report of ¿premature detachment" was confirmed; however, the cause could not be determined. Possible causes are tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pusher rotation, user advances the coil against resistance, and detachment ball outer diameter below specification/damaged. Customer reported vessel tortuosity as normal, no resistance was encountered, no damage to the pusher, and no continuous flush was administered. There were no irregularities or non-conformance to specifications found that would contribute towards the premature detachment. As the echelon-10 micro catheter and implant coil (including the detach element) were not returned for analysis, any contribution of the micro catheter, implant coil and detach element to the premature detachment could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the baseline lesion was a c4 segment aneurysm of the internal carotid artery. The vessel tortuosity was normal. The procedure was completed with a replacement of a new spring coil. The catheter was an echelon10. There was no friction during delivery of the coil in the microcatheter. There was no continuous catheter flush administered during the procedure. The spring coil detached automatically before it could be detached. There was no damage observed to the pushwire. The coil detached in the microcatheter, not implanted in the body.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.